Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was damaged by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. It was determined that this caused the low rotations per minute (rpm). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the motor device was not engaging sittings. During in-house engineering evaluation, it was observed that the device had a damaged hose and low rotations per minute (rpm). There were no delays in the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.